Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Lens rotation and significant blurring was noted. Lens remains implanted. Cause of event was not reported.